Event description:
It was reported that post implant, the patient experienced abdominal stimulation from the left ventricular (lv) lead. The lead was electronically turned off. Subsequently, the lv lead became dislodged. The lead was, then, explanted and replaced. The patient is a participant in the shock-less study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator, (B)(6) 2012; 6947m62 implantable tachy lead, (B)(6) 2012; 407652 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.